Event description:
It was reported that during an anterior resection the contour stapler- wouldn't close properly when compressing trigger. Making weird "clunking noise" when pulling on trigger. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 7/18/2025. D4 batch # 176d00. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the driver's and knife recessed below the cartridge deck. The ledge of the lockout showed indentation. It is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour curved cutter stapler is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instruction for use for more information. It is possible that the noise heard was from the damage caused by the lockout. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties the device closed as expected. The event described of would not close could not be confirmed as the device closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the echelon contour curved cutter stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176d00, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number c9ek87 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.